Event description:
Complainant alleged that during incoming inspection the device displayed "defib disabled" message upon power-up. Complainant indicated that there was no patient involvement in the reported malfunction.